Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's detachable battery was replaced to address the issue. Additional findings not related to the malfunction/issue was a noise coming from the motor blower assembly during the operational check. The motor blower assembly was replaced on the device. The stirring fan foam and 43-micron filter was proactively replaced on the device. A system error was found in the error logs for the detachable battery. After replacing the parts on the device, a final and run-in tests were performed, along with a battery and valve checks. The device was operational, and it was cleaned.